Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt had recently been seen in the emergency room, and studies had been negative and was treated for likely gastrointestinal discomfort. Prior to the index procedure, the pt presented with several week history of episodes of chest discomfort, status post thrombolytics. On the day of presentation, the pt had sudden onset of severe chest pain left upper anterior, which radiated from the lack left arm and lasted for 15-20 intervals intermittently. The pt went to the emergency room. The pain was not pleuritic, nonpositional and not associated with shortness of breath. Electrocardiogram was normal but subsequently with one episode of pain she had anterior st elevation. The pt was administered retavase, beta blocker, aspirin and intravenous heparin. Chest discomfort was then rated as 1 out of 10. The pt was brought to the cardiac catheterization lab (ccl) and angiography was performed. The left anterior descending (lad) artery was 75% stenosed in the mid segment. After angiography, the left main (lm) coronary artery was engaged using a 6 french cls 3.0cm guide catheter. A 0.014 forte guide wire was passed across the stenosis in the mid lad and into the distal vessel. A taxus express2 paclitaxel-eluting coronary stent 2.5x20mm was passed over the wire and deployed across the lesion and then post-dilated with a quantum maverick 2.5x12mm balloon at high pressure with 0% residual stenosis. The guide wire, balloon and guide catheter were removed. The pt tolerated the procedure well and was transferred to a room in stable condition. Two weeks post procedure, the pt presented with chest discomfort, hot sensation in chest, dull pain that radiates into both arms and sensation of paraesthesia. The pt indicated that activity does not make it better or worse. Nitroglycerin administration had no effect on the chest discomfort. At this time medications being used by the pt were aspirin 325mg/day, plavix 75mg/day, coreg 6.25mg/day, ramipril 2.5mg/day, lipitor 80mg/day, imdur 40mg/day, nicotine patch otc, protonix 40mg/day and lovenox 60mg/12 hours. An exercise stress test ruled out myocardial infarction (mi). The pt was discharged and instructed to follow-up with another physician for non-cardiac chest pain. Discharge medications included aspirin 325mg/day, protonix 40mg/day, plavix 75mg/day, coreg 3.125 mg/twice day (half the dose she was admitted two days before discharge), nitroglycerine 0.4mg as needed and lipitor 80mg every night. Approx four months post-procedure, the pt presented with chest discomfort that persisted all night long. The pt described the chest discomfort as upper anterior chest aching sensation, non-pleuritic, radiating from the neck and left arm not positional and not associated with shortness of breath. The pt was brought to the ccl and angiography was performed which showed lad had 45% proximal and mid segment stenosis ending just prior to the taxus stent, which was widely patent, previously placed in the mid lad. Next a flow wire was passed across the stenosis in the prox to mid lad and into the distal apical lad. The flow wire eval was negative. The fractional flow reserve (ffr) in the distal apical lad was 0.88 after administration of intravenous adenosine. The procedure was completed and the pt was transferred to a room in stable condition. Pt was to have a cardiology consultation. Nitroglycerin, aspirin, plavix, metoprolol were to be continued. The pt was discharged. Approximately six months post procedure, the pt discontinued plavix therapy as the pt indicated running out of the medication. At this time she developed chest discomfort and was taken to the hospital. Electrocardiogram revealed st elevation consistent with acute anterior wall mi. Retavase and integrilin were administered but the pain persisted, so a heparin drip was started. The pt was transferred to a different hospital and due to continued chest pain, was administered 10mg intravenous morphine in route. The pt was taken to the ccl and angiography showed thrombus formation in the lad, and she was treated with anticoagulation and platelet therapy. Repeat angiography two days later showed complete resolution of the thrombus in the lad with timi 3 flow and resolution of vasospasm in the other vessels. Flow wire evaluation was negative. A urine drug screen was positive for benzodiazepines, cannaboids, cocaine metabolite and opiates upon arrival to the hospital, but the pt denies use. The pt was observed, had several non-sustained runs of ventricular tachycardia which were thought to be secondary to reperfusion. The pt was subsequently discharged home in stable condition and instructed to follow-up with a physician in two weeks. Approx ten months post-procedure, the pt still complains of gradually increasing chest pain since last hospital admission three months prior. Episodes of chest discomfort continue and last from one of three minutes beginning with a sharp mid anterior squeezing sensation then letting up, but continued pressure radiating to the back. Urine drug screen at this time was negative. Myocardial infarction was ruled out and ecgs were unremarkable. Medications at the time of this event were nitrate, plavix, aspirin, imdur 30mg twice daily, lipitor 40mg/day, altace 2.5mg/day. The altace was discontinued and procardia was started at the time of admission secondary to increased chest pain and lack of adequate blood pressure to tolerate ace inhibitor along with the other medications. The pt was brought to the cll and angiography showed the lad with 30% ostial stenosis, long up to 65% prox mid segment stenosis in the proximal and mid portion of the taxus stent and proximal to the stent. The origin of the 1st dx branch was prior to the stent site and contained 50% ostial stenosis. Flow wire evaluation was negative. The procedure was completed, and the pt was transferred to a room in stable condition. The next day, a CT angiogram of the chest was performed, and there was no evidence of pulmonary embolism. The pt was discharged in stable condition and advised to follow-up with cardiothoracic surgeon to pursue further info concerning coronary bypass surgery. Discharge medications included aspirin 162mg/day, plavix 75mg twice daily, lipitor 40mg every night, nicotine patch, procardia 30 mg/day, nitro patch 0.2mg and hour as needed, levaquin 250mg/day for 10 days, protonix 40mg every night and nitroglycerin 0.4 mg sublingual as needed. Two weeks later, the pt underwent transesophageal echocardiogram which showed 1+ mitral regurgitation, septal and anterior hypokinesis. Anterior and septal wall motion improved after reperfusion and ef was normal. The pt's urinalysis does positive for barbiturates and opiates. The pt then underwent off-pump coronary artery bypass grafting of two different locations; left internal mammary artery (lima) to the lad and saphenous vein graft (svg) to the dx. The pt was discharged three days after surgery in stable condition. One week post coronary bypass surgery, the pt could not be reached for follow-up as was reported to not have a phone in the home. The pt's mother reported the pt was doing well and had no complaints. Approx eleven months post coronary drug eluting stenting treatment procedure presented with chest pain. She was admitted and treated with morphine and nitroglycerine, but still complained of pain. Medications at the time of the event are plavix, toprol, aspirin, zantac, prozac and procardia. An EKG showed sinus bradycardia, non-specific t-way changes and all labs had no significant acute findings. A stress test showed evidence of anteroapical mi with no associated ischemia and good global lv systolic function. The pt was brought to the ccl where angiography showed widely pt svg to 1st dx and widely patent lima ot lad. Flow evaluation was negative in the lad to the lima. There were signs of lad vasospasm. The pt was discharged the next day and instructed to follow-up in 2-3 weeks due to the development of normocytic anemia. Discharge medications include nitro patch, plavix, toprol xl, zantac, aspirin, prozac, procardia, protonix and iron supplement. Approx one month after the last hospital admission, the pt presented with chest discomfort that starts as chest tightness and progresses to burning sensation followed by severe heartburn symptoms across entire chest. These symptoms are then followed by intense heavy squeezing/pressure type sensation as well as other various symptoms. The episodes typically last a few to many hours. The pt indicates the only thing that resolves the symptoms is IV nitroglycerin. Medications at the time of the event are procardia, aspirin, plavix, lipitor, prozac, protonix, vitamin c, nitroglycerin patch, ranexa and tylenol. Stress test was negative. The physician ruled out mi and felt there was an atypical component to the associated pain. At the time of this consultation, the physician noted the pt appears comfortable but possibly afraid that if she goes home another heart attack may occur. The physician does not know where to take the pt's treatment as coronary vasodilators have not helped to prevent episodes of pain and notes to possibly trying another type relaxant to aid in smooth muscle relaxation. The physician suggests having psychiatry involved and a pain psychology assessment performed. The physician also recommends that random drug screens be considered when the pt presents with episodes of chest pain. The pt indicated seeking a second opinion. No further info was available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological affect of the procedure and is noted within the dfu.